Event description:
It was reported that the scale was inaccurate due to the user not zeroing the bed scale properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.